Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot#: unknown, product type: lead. Product ID: 3877-45, lot#: unknown. Other relevant device(s) are: product ID: 3877-45, serial/lot #: unknown. Phone number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that out of regulation (oor) occurred. A follow up to check the device system was planned for tomorrow. The issue was not resolved. No surgical intervention occurred. The patient was alive with no injury. Additional information received reported the impedance measurements were checked on (B)(6) 2020. The cause of the event was impedance measurements showed high impedances for pole 0 and pole 4. The action taken to resolve was reprogramming. The issue was resolved.